Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100709666. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and device allegation are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced flank pain due to reservoir migration blocking his ureter. As a result, the device was explanted and replaced with a reservoir placed ectopically. No additional information was provided.